Manufacturer narrative:
Failure analysis noted that the pump passed the unexpected restart alarm test. There was no unexpected restart alarms noted. The pump alarmed compromised force sensor system at 4 pounds during the prime/ compromised force sensor system alarm test due to moisture damage on the force sensor resistor. Moisture damage was noted on the lcd board and dried insulin was noted on the motor slide. The pump had a cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart during infusion set change. The customer's blood glucose was 146 mg/dl at the time of incident. The customer stated that the alarm was recurring. It was noted that there were 5 compromised force sensor system and unexpected restart alarms in the pump history. The customer was advised to disconnect from the insulin pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.